Event description:
There was an allegation of questionable glucose results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 700 mg/dl. The repeated result was 81 mg/dl. The repeated result was obtained on another module.

Manufacturer narrative:
The reagent lot number was 772291. The expiration date was not provided. It was noted that the photometer lamps and cuvettes were changed. The field service representative found leaking tubes and clogged nozzles of the reaction cell washing station. The pipette was dripping due to the poor condition of the tube and the lack of tightness. Service maintenance was performed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.